Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy procedure, for the first firing, at the moment the tissue was being clamped and the jaws were closed, a crack sound from the shell was heard. The surgeon continued to clamp the tissue completely. After confirming that the green indicator illuminated, there was no response when the green button was pressed and no other operation could be done. The device was reset by power approach. The reload was replaced and the surgeon could fire without a problem. On the sixth firing, after the green indicator illuminated, the green button was pressed again but there was no response given again. The jaws could be opened and closed so the reload was replaced again and the new reload could be fired without a problem. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two device. Visual inspection of the first returned product noted that the reload was pre-fired with the interlock engaged. The jaws were open. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. If information is provided in the future, a supplemental report will be issued.